Event description:
It was reported that the patient's generator was replaced. The explanted generator has not been received to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's device had reached a 25% battery status and was believed to be depleting prematurely. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The device was manufactured with laser routing. No additional or relevant information has been received to date.

Event description:
The explanted generator has been received. Analysis is under way but has not been completed to date. Also, a review of decoded programming data found a strong discrepancy between the percentage of battery consumed and the battery's voltage and battery status indicating the device's battery reached a 25% status earlier than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.

Event description:
An analysis was performed on the returned generator. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The measured battery voltage shows an ifi condition; however, the internal data revealed that only 46.559% of the battery had been consumed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. Visual analysis of the pcba (printed circuit board assembly) showed contaminants on the trimmed edge of the pcba. Based on the test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The pcba was subjected to a postburn electrical test where it failed several of the electrical tests. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed, and passed all electrical tests. No additional or relevant information has been received to date.